Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: the trocar was set on the patient and air was injected into the balloon, then the balloon broke. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the patient cavity. No patient injury reported.